Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "incontinence, urinary" and 'infection, urinary tract" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had not been doing well with their urinary incontinence symptoms for the last 2 months. The patient had a urinary tract infection and was being treated with antibiotics. The infection subsided, but the issues with their symptoms remained. The patient stated that their symptoms were worse than prior to their device. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had not been doing well with their urinary incontinence symptoms for the last 2 months. The patient had a urinary tract infection and was being treated with antibiotics. The infection subsided, but the issues with their symptoms remained. The patient stated that their symptoms were worse than prior to their device. There were no additional patient complications.